Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer says ac cord doesn't work, vent works on alternate cord. No patient involvement.